Event description:
It was reported that the purple bd chemo sharps collector experienced device damage while still considered operable. The following information was provided by the initial reporter: a distinct round shaped hole at the base of the chemo sharps bin 17l container.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Medical device expiration date: na. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the purple bd chemo sharps collector experienced device damage while still considered operable. The following information was provided by the initial reporter: a distinct round shaped hole at the base of the chemo sharps bin 17l container.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 23-sep-2022. H6: investigation summary: one sample (model#303510) were returned for quality investigation by the customer. A distinct round shaped hole at the base of the chemo sharps bin 17l container, was observed and verified . Quality notification with photos was informed to manufacturer and response received. A DHR review was performed and checked random stock for defect sharp container . No other defective container found. Root cause: visual inspection missed to identify the miss formed sharps container. Operator missed 100% inspection regrind contamination or contamination of the head.